Event description:
On (B)(6) 2013, the patient contacted animas stating that the time and date was incorrect on the pump. The patient reportedly had to change the time/date in march. The patient stated she does not ever recall having to change the time and the date when the battery was removed. The patient denied a time/date reset issue. It was noted that the pump was returned for issues unrelated to the reported complaint and therefore was unavailable to troubleshoot. There was no reported adverse event associated with this complaint. This complaint is being reported because due to the alleged time/date issue.

Manufacturer narrative:
Follow-up #1: date of submission 07/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: there was no evidence in the black box history that the date was set incorrectly. There was a time and date reset observed on 06/19/2013. During a 12 hour portion of time test, the pump gained one second. During the rest portion of the time test, the pump reset to the default value. Further investigation could not be completed due to a time and date reset. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programed date and time settings upon removal of the primary aa battery.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.